Manufacturer narrative:
(B)(4). Photo analysis: this is an analysis of two photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photos show tissue with a staple line that appears to be incomplete in a cell phone photo of the user. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information received: the leaks are occurring anywhere from 2 weeks to 6 weeks post op. Some are needing additional medical intervention, and some are not. There are possible ¿missing staples¿ along staple lines. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy on the second firing the staple line closest to the cut line was missing three staples and on the fifth firing there was one staple missing in the same location. There was insignificant bleeding in both locations. They used a clip applier and over sewed to correct the bleeding. There were no patient consequences.